Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2010 and mesh was used. On (B)(6) 2011, the patient presented with pain, vomiting and recurrent hernia. On (B)(6) 2011 a laparoscopic procedure was performed and the surgeon reported several central horizontal tears noted between the blue lines of the mesh. A different fixation device was used to repair the hernia. The patient was discharged the first post operative day well recovered.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Results: no actual product was returned for evaluation. A video was returned and reviewed. The video shows a laparoscopic view of the insufflated peritoneum with omentum adhering to the abdominal wall. The adhesion area was substantial but was not dense. Once the omentum was bluntly separated from the abdominal wall (with little bleeding), three openings penetrating the parietal peritoneum and a prosthetic mesh exterior to the peritoneum become visible. All three openings appeared to be along the blue lines in the mesh. The opening on the image's upper right corner was the largest and was filled with the omental tissue. A pair of clamps was shown to pull the tissue back into the abdomen via the largest opening on the abdominal wall. After reducing the omentum, the outlines of all three openings on the mesh become more visible. The boundaries of the openings were with tissue deposition, suggesting that the openings formed some time ago and were not likely the result of instrumental damage incurred in the re-operation. Therefore, at least the largest opening on the previously placed preperitoneal mesh was involved in the recurred hernia. The openings on the mesh were all located on or near a blue line in the mesh. The available information is insufficient, however, to delineate the mechanisms of the mesh opening formation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.